Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) and the adverse event. Based on the provided information a temporal relationship exists between the ccpd therapy with the liberty cycler/fresenius products and the development of the abdominal hernia requiring corrective surgery. As well as the causal association between the event of abdominal hernia and the increase in intra-abdominal pressure that occurs during the normal course of peritoneal dialysis (pd) therapy. Additionally, there has been no reported allegations of device malfunction, against the liberty cycler or any fresenius products. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported having surgery. During follow up the patient¿s nurse reported the patient was diagnosed with an umbilical hernia and underwent an outpatient surgery on (B)(6)2017. The patient¿s pd nurse stated the umbilical hernia was not pre-existing and was due to external factor of the patient lifting their granddaughter. The patient was discharged the same day and was currently on low pd treatment while recovering from surgery.